Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination found various hypotube kinks along the length of the unit. The balloon was tightly wrapped and was not subjected to positive pressure. An examination of the crimped stent identified that the proximal end of the stent was bunched up and damaged. As a result the proximal end of the bunched stent was positioned at 6mm distal to the distal edge of the proximal markerband. The distal end of the stent showed no damage. There was also some evidence of tip damage. The distal edge of the tip was pinched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal to mid left anterior descending artery. A 32x3.00mm synergy¿ stent delivery system was selected to treat the lesion. The device was advanced to the lesion when the physician noticed an odd shape on the cine. He then proceeded to withdraw the device, which had not been inflated, and noticed that the proximal portion of the stent was crumpled. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal to mid left anterior descending artery. A 32x3.00mm synergy stent delivery system was selected to treat the lesion. The device was advanced to the lesion when the physician noticed an odd shape on the cine. He then proceeded to withdraw the device, which had not been inflated, and noticed that the proximal portion of the stent was crumpled. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).